Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26march2019. The customer troubleshot with technical support and was provided with part number and price for a touchscreen. The customer stated that the issue was resolved but did not provided further information.

Event description:
It was reported that the ventilators touchscreen was not responding on the top left corner even after calibration. No patient involvement. Event date not specified, estimate used.